Event description:
It was reported that the hospital called for an urgent check of a patient who had fainted and fallen. When the device was checked the device was in safety mode, thus an urgent replacement took place. The last follow up in january 2023 showed that the battery remaining was two and a half years. This device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. I

Manufacturer narrative:
This report is being filed to up correct the h7 field, if remedial act init, type.

Event description:
It was reported that the hospital called for an urgent check of a patient who had fainted and fallen. When the device was checked the device was in safety mode, thus an urgent replacement took place. The last follow up in january 2023 showed that the battery remaining was two and a half years. This device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that the hospital called for an urgent check of a patient who had fainted and fallen. When the device was checked the device was in safety mode, thus an urgent replacement took place. The last follow up in (B)(6) 2023 showed that the battery remaining was two and a half years. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that the hospital called for an urgent check of a patient who had fainted and fallen. When the device was checked the device was in safety mode, thus an urgent replacement took place. The last follow up in (B)(6) 2023 showed that the battery remaining was two and a half years. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter name, last name, occupation and health care professional field.

Event description:
It was reported that the hospital called for an urgent check of a patient who had fainted and fallen. When the device was checked the device was in safety mode, thus an urgent replacement took place. The last follow up in (B)(6) 2023 showed that the battery remaining was two and a half years. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This device was expected to be returned. Should the device be returned analysis will be performed and this investigation will be updated.

Manufacturer narrative:
This report is being filed to correct the describe event or problem field.

Event description:
It was reported that the hospital called for an urgent check of a patient who had fainted and fallen. When the device was checked the device was in safety mode, thus an urgent replacement took place. The last follow up in (B)(6) 2023 showed that the battery remaining was two and a half years. This device was explanted and to date has not been returned. No additional adverse patient effects were reported.